Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited far p-wave oversensing. Imaging revealed the lead had dislodged. The lead was successfully explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were far-p oversensing, lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported events of far-p oversensing and failure to capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension was within specification.

Event description:
New information received notes that the lead exhibited loss of capture.